Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a previously implanted 25 millimeter (mm) non-medtronic surgical aortic valve, a coronary occlusion at 80% occurred and the valve was not implanted. Additionally, the patient experienced symptoms of heart failure and hemodynamic instability. Per the physician, patient anatomy contributed to this event.

Event description:
It was reported that during the attempted implant of a transcatheter valve in a previously implanted 25 millimeter (mm) non-medtronic (trifecta) surgical aortic valve, a coronary occlusion at 80% occurred and the valve was not implanted. Additionally, the patient experienced symptoms of heart failure and hemodynamic instability. Per the physician, patient anatomy contributed to this event. Additional information was received indicating that the coronary occlusion was caused by a borderline virtual transcatheter heart valve-to-coronary distance (vtc). According to the physician, the vtc was borderline, so when the trifecta surgical valve leaflets were pushed out (during attempted deployment of the evolut fx+ transcatheter valve), it caused the occlusion. The physician also confirmed that the delivery catheter system was not a contributing factor. To treat the occlusion, the patient was taken to surgery. The patient had not experienced a coronary artery occlusion previously but did have a history of coronary artery disease. At the time this information was gathered, the patient was said to be alive and well.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.